Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(6).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, pneumo was leaking from the devices. The case was completed with the devices. A second insufflators was added to the procedure to keep the insufflation to 15. There was no patient consequence.